Manufacturer narrative:
Delete statement in b5 describe event or problem. Delete statement in h10 additional manufacturer narrative. Delete statement in b5 describe event or problem. Delete statement in h10 additional manufacturer narrative.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that an unspecified malfunction alarm occurred. Reportedly the pump had been dropped. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 260 mg/dl.